Manufacturer narrative:
Other relevant device(s) are: product ID: 8784, lot/serial#: (B)(4), implanted: (B)(6) 2018, product type: catheter, ubd: 05-jun-2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer via a manufacturing representative (rep) regarding a patient receiving 10 mg/ml of morphine at 1.1 mg/day and 20mg/ml of bupivacaine at 2.199 mg/day via an implantable pump for non-malignant pain. It was reported the patient's personal therapy manager (ptm) was unable to communicate wit their pump and the patient was told that their pump had flipped. The patient stated the pump flipped back over on its own (B)(6) 2019. It was unknown when the issue began. It was unknown if there were any environmental/external/patient factors that may have led or contributed to the issue. It was unknown if diagnostic work or troubleshooting had been performed. The physician opened the pocket and tied down the pump using suture loops on the pump. The physician also replaced the pump segment. The catheter access port (cap) was aspirated. The reservoir volume was checked and it was indicated the expected reservoir volume was 25.3 ml and the physician got back 29 ml. It was reported the issue was resolved at the time of the report, (B)(6) 2019. The patient's status was provided as alive - no injury. No further complications were reported or anticipated.